Manufacturer narrative:
Concomitant medical products: product ID: neu_set_screw, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that during a procedure a setscrew on an implantable neurostimulator (ins) appeared stripped and would not tighten the lead in place. The healthcare provider (hcp) tried tightening multiple times and then used a different ins and it worked. The first ins was never implanted and will be returned. There were no patient symptoms and it was not they were alive with no injury. The issue was noted as being resolved. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Updated to malfunction from serious injury.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.